Event description:
These are two of 57 events being reported. Patient receiving IV piggyback cipro in addition to .45% ns (normal saline). Rounded on the patient later only to find the bag of antibiotics was still full. I made sure the y site was accessed correctly, the tubing was unclamped and reprogramed the pump to run the secondary and then the primary. I later replaced the primary bag's fluids. During change of shift bedside report, the oncoming nurse noticed the bag of antibiotics was still full. The medication was delayed 8 hours and the dose will now have to be adjusted. Patient scheduled to received amphotericin. Pump programmed per specifications. About 250cc noted in bag when time to take down med. IV not infiltrated with positive blood return. Rate increased per md and pharmacist recommendation, clicks heard but no drop of fluid from bag into tubing chamber noted. Pump swapped out with better result manufacturer response for IV pump, spectrum iq pump (per site reporter).